Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, crossit 200, whisper es. Guide cath: ebu. Excessive force. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the stent implant and on the balloon and contrast in the inflation lumen and on the shaft, consistent with preparation and handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the reported failure to advance. The hypotube and jacket were separated 23 cm distal to the strain relief tubing. The hypotube fracture face was oval shaped as if kinked prior to separation and the jacket was stretched at the separation. There were four kinks in the hypotube 9 mm, 1.9 cm, 2.5 cm and 4.5 cm proximal to the separation. There was a bend in the hypotube 4.3 cm distal to the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. The patient anatomy was heavily calcified which likely contributed to the reported difficulties as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that as resistance was encountered during advancement of the sds, the hypotube was manipulated such that it kinked and as force was applied, the hypotube ultimately separated. It should be noted the xience v instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the sds can potentially result in loss or damage to the stent and delivery system components. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency.

Event description:
It was reported that during the procedure in the left anterior descending artery, several unsuccessful attempts were made to advance a 2.75 x 28 xience v stent system for treatment of a chronic total occlusion. The device was removed and a 2.75 x 23 xience v stent system was used successfully to treat the occlusion. Return device analysis revealed that the hypotube was separated. Additional reported information indicates that resistance was felt during advancement of the stent delivery system. Force was applied and the shaft separated. There was no resistance during removal of the stent system from the anatomy and no intervention was required. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.